Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. Customers blood glucose level was not impacted. Tandem technical support walked customer through reloading the same cartridge. The customer received an accurate fill estimate and resumed insulin therapy.